Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient heard her device beeping. A subsequent interrogation of the device confirmed that it had declared end of life (eol) due to a 33 second charge time while at a battery monitoring voltage of 2.71 v. The device has been implanted for approximately 47 months. No adverse patient effects have been reported as a result of this observation. The boston scientific technical services department recommended that the device be replaced. Subsequently, the device was successfully replaced with another boston scientific device, and returned for analysis.